Manufacturer narrative:
A specific root cause could not be determined. A reagent issue could be excluded as the repeat results were acceptable. The analyzer alarm log did not identify an issue. The reaction monitors provided for investigation indicated a potential pre-analytical issue.

Manufacturer narrative:
(B)(4) (B)(6).

Event description:
The customer received questionable results for multiple assays for two patient samples. Of the data provided, only the following results were discrepant. Patient 1: albumin initial result was 0.0 g/dl with a data flag and the repeat result was 3.2 g/dl. Patient 2: calcium initial result was 0.1 mg/dl and the repeat result was 9.2 mg/dl. Total protein initial result was 0.3 g/dl and the repeat result was 7.5 g/dl. The repeat results were believed to be correct. It was unknown if the erroneous results were reported outside the laboratory. The patients were not adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. Review of the provided reaction monitors for the questionable results indicated the sample was missing from the reaction. A preanalytical issue was suspected.